Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed the displacement test, sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. All buttons functioned properly and no pump error 4 alarm noted during testing. The pump diagnostic trace file reveals on 9/01/2025 at 15:06:10.000 a pump error 4 alarm occurred. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery compartment at the corner of the belt clip rails, stained keypad overlay, and pillowing keypad. The complaint of blank display is not confirmed. Crack on the battery compartment (corner of the belt clip rails) is confirmed. Damage on the belt clip rails is not confirmed. Unresponsive keypad is not confirmed. Pump error 4 alarm complaint is confirmed due to moisture damage on the hardware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer the pump was exposed to water and received pump error 4 (the motor arm cannot communicate with the main arm.). The customer also reported a blank screen, keypad anomaly, and a crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. The pump was exposed to moisture but there was no visible fluid in the pump. The customer did not receive a stuck button alarm. The numbers are not ramping on their own, the scroll bar isn¿t moving without input, and there was no response from any of the buttons. Pump was exposed to a change in altitude. The customer removed and reinstalled the battery cap without removing the battery, but the pump did not return to normal function. The customer reported a crack on the belt clip rail. The customer reported scratches and a loose part inside the pump. The damage was affecting/impacting pump functionality. The customer reported receiving a pump alarm. The customer was unable to clear the alarm. The customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880l was requested, and the customer response was the device will be returned.